Event description:
It was reported that the customer believed that his insulin pump was not displaying the proper amount of insulin. His blood glucose at the time of reporting was 217mg/dl. He stated that his bolus history shows lower doses being administered than those he set. Troubleshooting showed that most of the inaccuracies corresponded to no delivery alarms at the time of bolus. The customer will continue monitoring his insulin pump and call back if the problem persists and further troubleshooting is required. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.